Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone 10 mg/ml at 6.832 mg/day via an implanted pump. It was reported a motor stall occurred on (B)(6) 2020 and on (B)(6) 2020 recovered. It was also reported another stall occurred on (B)(6) 2020 and had not yet recovered. It was noted 48-hour log on (B)(6) 2020. The patient did not recently have an MRI. The patient experienced withdrawal-type symptoms (not specified). The hcp indicated the patient was already referred to a surgeon for replacement due to the elective replacement indicator (eri) being in a few months and the reporter would contact the managing physician to make him aware of the situation. No further complications were reported.